Event description:
Reporter indicated that he was unable to communicate with a patient's vns therapy pulse generator. He stated that he attempted interrogation with two different programming systems and no communication was established. Patient name is unk at this time, which prevents MFR from being able to perform a battery-life estimation. Good faith attempts for further info are currently being made.

Manufacturer narrative:
Conclusions - device malfunction is suspected, but did not contribute to a death or serious injury.